Event description:
The customer reported that the screen froze and went black. This resulted in a loss of the live image. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not identified or duplicated. The system was operating as intended.